Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During inspection and testing of the returned device, service was not able to identify the foreign material or specify the cause of the material that was caught in the nozzle. Based on the results of the legal manufacturer¿s investigation, it is likely the foreign material was a part of an accessory related to the air/water channel, such as an air/water valve. In addition, it is likely that the accessories were broken, entered the channel, and were caught in the nozzle. The user can detect breakage of accessories and prevent accessories from breaking during procedures by performing the inspection prior to use, in accordance with the device's instructions for use (IFU). It is possible that the inspection prior to use was improper. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which states under "inspection of the endoscope": ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." The event can be prevented by following the instructions for use which states under "inspection of the air/water and suction valves": "- note: the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves - check for excessive scratching or tears in the air/water valve¿s seals." The reprocessing manual provides the following regarding inspection of the air/water channel cleaning adapter (mh-948): "check for debris, cracks, scratches, and other damage." The reprocessing manual provides the following regarding inspection of the injection tube (mh-946): "confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris.¿ during inspection and testing, service found the adhesive on the bending cover was damaged. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner device that was returned to olympus from a user facility with no alleged complaint. During inspection and testing of the returned device, service found the nozzle was clogged with black rubber material [foreign material]. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. There was no patient or procedure involvement. The user facility later confirmed that the nozzle was checked prior to use, and no issues were identified.